Event description:
On (B)(6) 2011, it was reported by the vns treating physician to the MFR's consultant that the pt was experiencing pain in their chest consistently throughout the day, near the device. The pt does not recall how long the pain has gone on. A system diagnostics test was run and it showed a dcdc of 0. The pt has had a dcdc of 0 ever since visiting that practice, beginning on (B)(6) 2010. Review of prior programming and diagnostic history revealed that the pt had a dcdc code of 2 in 2003-2004 and then a dcdc code of 1 in 2005 and 2006 which led to the reported low impedance dcdc code of 0. The pt has also been experiencing an increase in seizures, with relationship to pre-vns baseline unk. The physician was referring the pt for a complete revision. The generator remained programmed on at that time. The physician did not request x-rays to be performed. The physician felt that the pt's clinical symptoms had gotten worse so he referred him for prophylactic replacement. On (B)(6) 2011 the pt went for prophylactic replacement; however, only the generator was replaced. Since the dcdc code was at 1 they did not replace the lead. The generator was returned to the MFR for product analysis on (B)(6) 2011. The generator is currently undergoing product analysis so no info is available at this point. Once add'l info is received regarding the product analysis, it will be reported. The physician reported that the increased seizures started around (B)(6) 2011. The physician did not provide a date for when the pain started nor the pain's relationship to vns. He says the pain is not associated with stimulation. No causal or contributory programming or medication changes preceded the onset of the pain or increased seizures. No pt manipulation or trauma is believed to have caused or contributed to the low impedance. The physician reported that it is unk whether the increased seizures are below, above, or back to pre-vns baseline levels. The physician also reported that the pt's clinical symptoms that are believed to be related to the low impedance.